Event description:
Allegedly the patient was revised due to aseptic loosening. Update 10/10/2019: the patient experienced severe and debilitating pain and discomfort and inflammation in her left thigh and left hip area, severe infection from his hip caused by metallosis and loosening.